Event description:
Same event as MFR report #: 2134265-2009-06593. It was reported that during a percutaneous coronary interventional procedure, a wire break occurred where the burr rested on it. The 85% stenosed lesion was located in the mildly tortuous, severely calcified distal left anterior descending artery (lad). The concentric, de novo lesion was 20mm long and the vessel diameter was 2.75mm. Following successful completion of rotational atherectomy, 2 promus stents were successfully deployed. However, when the floppy rotawire was removed following stent deployment, the wire broke where the 1.5mm rotalink burr was in contact with it. The 15cm wire fragment migrated distally in the lad, and remains in the patient. The patient was kept in the hospital for observation, however no further intervention was done. Patient status was reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device cannot be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR report#: 2134265-2009-06593. It was reported that during a percutaneous coronary interventional procedure, a wire break occurred where the burr rested on it. The 85% stenosed lesion was located in the mildly tortuous, severely calcified distal left anterior descending artery (lad). The concentric, de novo lesion was 20mm long and the vessel diameter was 2.75mm. Following successful completion of rotational atherectomy, 2 promus stents were successfully deployed. However, when the floppy rotawire was removed following stent deployment, the wire broke where the 1.5mm rotalink burr was in contact with it. The 15cm wire fragment migrated distally in the lad, and remains in the pt. The pt was kept in the hospital for observation, however, no further intervention was done. Pt status was reported as 'fine'.

Manufacturer narrative:
Corrected: adverse event or product problem, outcomes attributed to adverse event (B)(4).